Event description:
It was reported that this patient with this pacemaker experienced atrial fibrillation (af) with a brief two second rapid ventricular response (rvr). A previous signal artifact monitoring (sam) episode was observed resulting in the minute ventilation (mv) sensor being disabled. Subsequently, this pacemaker was explanted due to normal battery depletion approximately 2 years later. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concludes that a feature of this device, the signal artifact monitor (sam), appears to have identified atrial fibrillation as mv noise and, as such, the mv sensor was disabled. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient with this pacemaker experienced atrial fibrillation (af) with a brief two second rapid ventricular response (rvr). A previous signal artifact monitoring (sam) episode was observed resulting in the minute ventilation (mv) sensor being disabled. Subsequently, this pacemaker was explanted due to normal battery depletion approximately 2 years later. No adverse patient effects were reported.